Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were having pain in their right side and it felt like electricity like it was being shot. The patient said the sensation started after the procedure. Agent suggested to decrease the stimulation to see if sensation gets better, patient feels comfortable making the adjustment on their own. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient mentioned that they have a post op appt scheduled but did not provide date. The patient also mentioned that they usually have several MRI scheduled in the year.